Event description:
The customer reported via the sales rep, that the pt was experiencing pain and it was found that the rods on both sides of the construct have snapped. The customer further reports that they have removed all implanted metalwork. It is further reported that at this stage the implants have not been revised.

Manufacturer narrative:
Product return and additional information have been requested, and if received, will be supplied on a supplemental.